Event description:
Caller reported that the t:slim x2 pump battery was not charging despite using the recommended charging accessories and attempting troubleshooting steps, such as using a different wall adapter and charging cable. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump as it was under warranty. The customer was informed about the replacement, including software updates and available training. The customer opted for multi-dose insulin injections as a backup method during the transition and was instructed on returning the faulty pump.